Manufacturer narrative:
Us reporting agent notified: (B)(6) 2014. Complaint description: customer reports extreme problems suffered, as a result of broken (fractured) threads. Defective unit(s) to be inspected, upon receipt. No samples have been received of the mentioned code-batch involved, as of the date of this report. Evaluation is on-going. No further information regrading the defected material or further details regarding patient impact have been provided, as of the date of this report.

Event description:
Country of complaint: (B)(6). Customer reports extreme problems suffered, as a result of broken (fractured) threads.